Event description:
It was reported that the patient experienced a loss of stimulation in left leg, so a revision was performed. Another lead was added to the system with intra-op testing performed to obtain appropriate stimulation coverage. Diagnostic testing or troubleshooting performed included impedance testing, x-rays, and reprogramming. Impedances were within normal range, both pre and post operative. It was stated that one tail of the surgical lead remained connected to the battery. The issue was resolved, but the cause of the issue was unknown but it was stated that the patient had taken a fall prior to losing stimulation in the affected area in (B)(6) 2014. It was later reported that the patient was getting excellent coverage post-op.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, product type lead. (B)(4).